Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable broken at the distal idlers. The broken cable segment sticks out at the instrument wrist. The idler pulley spins freely and does not exhibit damage. The other cables at the wrist are not damaged.

Event description:
It was reported that while the surgeon was suturing the vaginal cuff during a da vinci si hysterectomy procedure the cables on the mega suture cut needle driver instrument snapped and fragments fell into the patient's omentum. All of the fragments were retrieved laparoscopically and nothing was left in the patient. The planned surgical procedure was completed using a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.